Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in an average tortuous, calcified and 75% stenotic proximal left anterior descending artery. The physician advanced the 3.5x15mm apex balloon to the lesion and inflated it to 10atms for thirty seconds on the first inflation. Then the physician inflated the balloon to 12atms for ten seconds on the second inflation and the balloon ruptured. The pt experienced an elevated st and responded to an injection of nicorandil. The device was removed intact. The procedure was successfully completed with another 3.5x15mm apex balloon and the deployment of a 3.5x20mm taxus stent. Patient status is reported as "no problems". This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.